Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "needed to be restarted on its own". The battery pins were released and the battery gasket was replaced by the user biomedical services. There was no known patient injury or medical intervention associated with this event. No additional information is available.